Event description:
It was reported that a large volume infusor leaked from the side of the device below the connector. While filling the device, a tiny stream sprayed out from a white line on the connector tip. The white line on the connector tip was described as ¿possibly a crack¿. This occurred while filling the device with 5-fluorouracil prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred on an unspecified date in 2024. E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 20, 2023 - november 21, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.